Event description:
Patient underwent a spinal fusion in operating room 8 without complications. After the procedure was over, but before the patient left the operating room, when the neuromonitoring needle electrodes were been removed from the patient, it was noted by the nurse and neurophysiologist that there was a pinpoint dermal discoloration on the left anterior leg upper and lower leg. Physician notified. Patient taken to recovery room.note the above dermal discloration has occurred in the following: patient #2 - after spinal fusion completed, while removing neuro monitoring electrodes, dermal discloration noted right anterior thigh. Room 8.patient #3 - after spinal fusion completed, while removing neuro monitoring electrodes, dermal discloration on quadricep noted. Room 8.patient #4 - after spinal fusion completed, while removing neuro monitoring electrodes, dermal discloration on calf noted. Room 8.patient #5 - after spinal fusion completed, while removing neuro monitoring electrode, dermal discloration mark on poterior upper arm and tibialis anterior noted. Room 8.patient #6 - after spinal fusion completed, while removing neuro monitoring electrode, dermal discloration on left shoulder, left thigh, right anterior thigh noted. Room 8.